Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "customer found the tip of white pad was fallen out to the field". Failure analysis found the primary failure of damaged teflon pad of the clamp arm to be related to the customer reported complaint. The instrument was found to have a damaged teflon pad of the clamp arm at the distal end. Not all missing material was returned. Missing material is approximately 0.051" x 0.017" in size. Failure analysis also found an additional observation that was not reported by the site and that is not related to the customer reported complaint. The instrument was found to have mechanical indentation damage to the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activate. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part # 480275-08/lot# l90210504 0180) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system sk3594. This is a single-use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because failure analysis confirmed a piece of teflon pad was missing due to the instrument breakage that resulted in a fragment falling inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, while cutting tissue, the customer found the tip of the white pad of the harmonic ace instrument had fallen off of the instrument and into the patient. The instrument was removed right away. A different backup da vinci instrument was used to continue, and the procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragments did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Neither the instrument nor the cannula had any other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.